Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infusion set leak. The customer¿s blood glucose level at the time of the incident was 370 mg/dl however, the customer also mentioned blood glucose of 450 mg/dl and 520 mg/dl. The customer stated that she treated with insulin from the insulin pump and manual injection. The customer's current blood glucose 325 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. The customer looked at the tubing and was able to see there is a break in the tubing, the customer stated there might be a crack in the tubing. The customer was describing the tubing being discolored from stress. It was not broken. The customer was able to remove the infusion set from her body and check for bent/crimped cannula, found not bent. The customer will return the infusion set for analysis.